Event description:
Procedure type: aaa. According to the reporter: the initial surgery was on (B)(6) 2010 and on (B)(6) 2010, the pt's incision dehisced due to pressure on his/her abdomen. The doctor found broken suture at 2 cm from knots but the knots were tied properly. The pt was re-operated and there was reported tissue damage. Nothing fell into the pt's cavity. There was no bleeding. The pt's condition is under observation.

Manufacturer narrative:
(B)(4).